Manufacturer narrative:
Internal report # (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 89 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6) 2015; 8:30pm) with results of 112 mg/dl and 116 mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 05/17/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: memory 1:194mg/dl fasting: no; memory 2:338mg/dl fasting: yes; memory 3:238mg/dl fasting: yes; memory 4:156mg/dl fasting: yes. Adverse event not reported.